Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The plaintiff also allegedly experienced pain and recurrence of symptoms. Furthermore, it was reported that the plaintiff died. No cause of death was reported.